Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d10, h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope was insufficiently reprocessed and debris was found on the distal end. After being used in a procedure, the scope sat for an hour and was then reprocessed. On the following day, the image was found to be yellowish when connected to a video system and debris was found on the distal end. There were no reports of patient harm or injury. An olympus endoscope support specialist (ess) visited the site to observe the pre-cleaning and reprocessing process. The ess observed that pre-cleaning was done improperly and out of sequence. The staff performed the water auxiliary flushing during the aspiration of the suction channel and insertion tube wipe down was performed as the last step. C02 was use for pre-cleaning with the air/water cleaning adapter instead of using air from the light source. When using the air/water cleaning adapter, the valve was not depressed to allow air to force the water from the channel properly. Also, the water used with the pre-ratio detergent packet was observed to be mixed with water used during the procedure from a large syringe containing a water and simethicone mixture. During reprocessing, brushing was performed out of sequence and a channel opening brush was missing. Bristles of the single use cleaning brush were not inspected or cleaned prior to pulling back the channel brush or moving onto the next brushing sequence, potentially missing debris and re-introducing debris.